Manufacturer narrative:
A complete lead was returned in single piece for analysis. The reported event was for ¿could not get helix to extend¿ was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional information: d10.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for device implant, the lead could not be implanted because helix failed to extend outside the body before implant. Multiple attempts were made, and physician decided to use another lead. The patient did not experience any adverse consequences and was discharged in stable condition.